Event description:
Unity revision due to instability in the joint. The cr insert was changed to a cs insert for more stability.

Manufacturer narrative:
(B)(4). The patient had an initial unity knee implant with a unity cr insert. Subsequently, the patient experienced a quadriceps tendon rupture and therefore joint instability. Due to this new patient condition, the unity cr insert was revised to a unity cs insert. Unity insert cs are designed in order to have bearing surface geometries with increased anterior-posterior constrain which increases the joint stability. It was confirmed by email, on (B)(6) 2019, that stability was restored by replacing the unity insert cr by the unity insert cs. The explanted devices, x-rays and operative notes could not be provided, however the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that this unity cr insert device was manufactured in (B)(6) 2018 as part of a batch of 20. It conformed to material and dimensional specifications at the time of manufacture. Corin now considers this case closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including date of the primary and the revision surgery, post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Unity revision due to instability in the joint. The cr insert was changed to a cs insert for more stability.